Event description:
In preparation for harvesting skin graft, the dermatome was assembled correctly but during use, a 2 inch divot was removed from the patient's thigh. Unknown whether equipment malfunctioned or suboptimal tension was placed on skin prior to use of instrument. The wound was identified, repaired with #3 vicryl sutures for deep closure and #4 nylon sutures for cutaneous closure. The equipment was sequestered, and new equipment used to complete intended graft procedure. The laceration is healing without incident. Original equipment will be returned to manufacturer for evaluation. Minor harm to patient as a result of this event. Manufacturer response for dermatome, zimmer air dermatome (per site reporter): will evaluate.